Event description:
Info rec'd indicates the siderail will not latch.

Manufacturer narrative:
The tech found the right head siderail latch was sticking. He lubricated the latch release arm to repair the bed.